Event description:
It was reported that, during a cori assisted ukr surgery, a real intelligence robotic drill displayed a time out error and disconnected. It was unplugged and replugged it in but the drill was not recognized by the system. Surgery was finished manually after a delay of more than 30 minutes. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the cori, real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was confirmed; when trying to run a case, a ¿system timeout¿ error appeared before reverting to a flicker. While running through a kpc test, the drill died halfway through the random exposure test. The drill was taken apart for further investigation. A known working exposure motor was used, and all tests passed without error. The drill¿s exposure motor was tested, and all the motor¿s pins were found to be functioning properly, when tested with an oscilloscope, the exposure motor was also found to have been working properly. The exposure motor was then put back into the drill and ran through 2 kpc tests and cases without error, but on the third kpc, the drill died halfway through testing. An engineering review was completed. The reported problem was not confirmed. The exposure motor encoder was tested and found to be responsive. The most likely cause of this event is an intermittent exposure motor. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H6: medical device problem code, h7: if remedial action initiated, check type and h9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number section h3, h6: the cori, real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was confirmed; when trying to run a case, a ¿system timeout¿ error appeared before reverting to a flicker. While running through a kpc test, the drill died halfway through the random exposure test. The drill was taken apart for further investigation. A known working exposure motor was used, and all tests passed without error. The drill¿s exposure motor was tested, and all the motor¿s pins were found to be functioning properly, when tested with an oscilloscope, the exposure motor was also found to have been working properly. The exposure motor was then put back into the drill and ran through 2 kpc tests and cases without error, but on the third kpc, the drill died halfway through testing. An engineering review was completed. The reported problem was not confirmed. The exposure motor encoder was tested and found to be responsive. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor.the first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.